Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator changeout procedure with discomfort in the pocket. The patient alleged that the implantable cardioverter defibrillator had migrated. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.